Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. X-ray revealed that the lead had dislodged. Twiddler's syndrome was suspected. The lead was explanted and replaced. The patient was in good condition post procedure.